Event description:
It was reported that, surgeon implanted a #5.5 127 degree accolade stem. Upon x-rays in recovery, it was discovered that the stem was not in the canal. Pt brought back to the operating room - accolade removed and a restoration modular stem was implanted.

Manufacturer narrative:
An event regarding a revision due to improper placement of stem was reported. The event was not confirmed. No device(s) associated with event were returned for eval as they were discarded. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review shows there have been no other reported events involving a revision due to improper placement of stem. A review of IFU indicated the following: "proper selection, placement, and fixation of the implant components are critical factors affecting implant service life. The durability of prosthetic implants is affected by many biologic, biomechanic and other extrinsic factors that limit their service life. Accordingly, strict adherence to the indications, contraindications, precautions and warnings for this product is essential to potentially maximize service life." The root cause of this event could not be determined due to the limited info provided. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.